Event description:
A diabetes educater called to report that the customer was hospitalized for high bgs. It was stated that the customer went to a clinic and received the wrong infusion set. The customer was admitted in the hospital after using this infusion set. The customer was vomiting and had high bgs. It was unknown if the customer had ketones yet, was waiting for the urine analysis. It was indicated that the diabetes educator is not familiar with the pump. The medical staff was not sure if the high bgs is pump related. Advised the customer to remain disconnected from the pump and reverted to back up plan until customer is feeling well. A day later the customer called back to perform the troubleshooting on the pump. The pump was functioning as intended. It was informed that the customer is inserting into the leg and appears that they do not have enough tissue in this area.